Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d5, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the scope was last serviced via repair on march 16, 2021; no problems were found, inspection only. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, since eight years have passed since the manufacturing date, the potential cause of the no light issue is due to a worn out scope socket attributing to an unstable connection from repeated attachment/detachment of the scope from age deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, ¿do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿ also, ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation of the asset found the light source has no illumination with 180 series type endoscopes due to a worn scope socket attributing to a loose connection. Additionally, the external housing has cosmentic wear and tear. A review of the repair history shows the asset was last serviced on march 16, 2021; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera light source was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the light source was found to have no illumination with 180 series type endoscopes due to a worn scope socket attributing to a loose connection. There was no patient involvement reported.